Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p42-22, that has a similar product distributed in the us, list number 07p42-24, and a 510k number of k220949.

Event description:
The customer observed false reactive alinity I cmv igg results for a 30-year-old female patient. The following data was provided (<6.0 au/ml is nonreactive, >/=6.0 au/ml is reactive): sample ID (B)(6) initial result, on 11apr2026, was 28.5 au/ml. A different sample from the patient was tested on 15apr2026 and the result was 30.25 au/ml. The patient sample was tested at other laboratories using roche assays and the results were: laboratory 1: igg <0.25 u/ml; igm = 0.22 (threshold < 0.7); laboratory 2: igg <0.25 u/ml; igm = 0.17. The avidity result, tested using a diasorin liaison assay, was <0.150, which is negative. There was no impact to patient management reported.